Manufacturer narrative:
This spontaneous case was posted on a facebook page and refers to an unspecified female consumer who had essure inserted and she died (death nos). Reporter stated that consumer was very health until she got essure inserted. Then, consumer "went down to hell" from there and passed away, leaving two small kids. She also mentioned that consumer´s family think that essure caused her death. The patient's past medical history included parity 2. On an unknown date, the patient had essure inserted. Death occurred on an unknown date. The reporter considered death to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of product technical complaint. This case was reported as part of a legal complaint, and refers to a facebook post with limited information. It refers to a female patient who had essure inserted and after its insertion, she "went down to hell" and passed away. Since no follow-up can be pursued (lack of contact details), company considered this a reportable case. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was posted on a (B)(6) page and refers to an unspecified female consumer who had essure inserted and she died (death nos). Reporter stated that consumer was very healthy until she got essure inserted. Then, consumer "went down to hell" from there and passed away, leaving two small kids. She also mentioned that consumer´s family think that essure caused her death. No further information was provided. The information was part of a legal complaint involving a plaintiff who also experienced adverse events with essure ((B)(4)). This case was reported as part of a legal complaint, and refers to a (B)(6) post with limited information. It refers to a female patient who had essure inserted and after its insertion, she "went down to hell" and passed away. Since no follow-up can be pursued (lack of contact details), company considered this a reportable case.